Event description:
Customer reported the unit of measure setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out to spec. Uom was selectable and rec'd at mg/dl. Error 0806 was observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.